Manufacturer narrative:
The original product was not requested for return. This issue is currently being investigated under (B)(4). Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer initially reported that her breast shields were not fitting properly. In a follow up email received from the customer, the customer stated that she had a blister from the ill-fitting breast shields and that her physician had to drain the blister.